Manufacturer narrative:
Follow-up # 1 date of submission 05/21/2015 ¿ device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2015 with the following findings: a review of the pump¿s black box history showed no evidence of short battery life occurring. The battery compartment was fully intact; no damage was observed. The returned battery cap was able to be fully secured and maintain and electrical connection with the pump. The battery cap was intact; no damage was observed. The pump¿s electrical current draws were found to be within the required specifications. The pump case was removed and no intermittent condition was found to the power circuit or printed circuit board. Unrelated to the complaint, evaluation revealed that the display screen was dim and discolored. The complaint of short battery life was not able to be duplicated during investigation.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. (B)(6).

Event description:
On (B)(6) 2015, the reporter contacted animas, alleging that the pump¿s battery life was less than expected. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.